Manufacturer narrative:
The investigation determined that a software anomaly occurred on the vitros 5,1 system which unexpectedly changed the user modified parameters for all vitros assays to the default parameters. The customer had configured a user defined assay (uda) name that was exactly the same as a vitros assay name. Vitros labeling specifically indicates that a uda name must be unique and different than a vitros assay name. The customer obtained an analyzer condition code (B)(4) (user defined assay name needs to be changed) while loading a new assay data disk (add). When this condition code occurs, the vitros software reverted back to the previous add version and all user configurable parameters unexpectedly return to the vitros default parameters due to a vitros 5,1 fs software anomaly. The assignable cause of this event user error associated with using a uda assay name that is the same as a vitros assay name and a vitros 5,1 fs system software anomaly which unexpectedly changes the user configurable parameters for all assays to the ocd default parameters. The investigation is complete and a customer communication (cl2015-138) was sent 30-june 2015 to all customers. The FDA new york district office was notified of this issue on 9 july 2015. Refer to report number 1319681-07/09/2015-001-c.

Event description:
The customer reported that following an unsuccessful add load, the vitros 5,1 system unexpectedly changed all user configurable parameters, including the customers a1c uda configuration, to the ocd default parameters. The user configurable parameters could impact patient results, result interpretation and/or results reporting. If the customer is unaware, erroneous results may be undetected by the laboratory and conveyed to a clinician. No patient samples were known to have been affected or reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).